Event description:
Rayner intraocular lenses limited rec'd notification from the (B)(6) of an event that occurred during use of a superflex aspheric 920h intraocular lens. The event description provided by the healthcare facility states "it was upon implantation that the surgeon noticed the haptic was broken."

Manufacturer narrative:
The reference (B)(4) has been allocated to this event by rayner intraocular lenses limited. Remedial, corrective and preventive action was taken by the healthcare facility in the original planned surgery session. The healthcare professional has advised rayner that the incision was enlarged to aid explantation of the implanted lens. A back-up lens was implanted w/o further complication. The healthcare facility has confirm that the pt was not injured as a result of this event. The device subject to this case has not been returned rayner. W/o the ability to examine the device a failure mode and root cause are extremely difficult to ascertain. Our review of production records for the superflex aspheric 920h iol batch 062e38095 showed that all mfg and quality checks were conducted with successful results. All lenses released for distribution from this batch were within tolerance, met specification criteria and were w/o defects. A review of an existing vigilance data since the month of manufacture of the superflex aspheric 920h iol (june 2012) concluded that no other incidents, of any type, have been rec'd against the superflex aspheric 920h iol batch 062e38095. The superflex aspheric 920h iol is not available in the united states of america; however, features the same haptics as the c-flex 570c and c-flex aspheric 970c iol's which are available in the united states of america.